Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking t-lock was confirmed. The returned sample was found to exhibit the same features as a known issue, and the root cause was found to be within the scope of the known issue.

Event description:
It was reported that the power PICC solo leaking at the t-piece when the line is being primed prior to insertion and on further administration of saline whilst inserting the PICC. No other information was provided. It was reported this occurred with (two) devices. This report addresses the first device.

Manufacturer narrative:
H11: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that the power PICC solo leaking at the t-piece when the line is being primed prior to insertion and on further administration of saline whilst inserting the PICC. No other information was provided. It was reported this occurred with (two) devices. This report addresses the first device.